Event description:
It was reported that the patient's augmentation patella had flipped and the femoral component was articulating on the back of the implant. The patient was revised in 2009, with another implant.

Manufacturer narrative:
Investigation still in progress.